Event description:
It was reported that the index procedure took place on (B)(6) 2011 during which a promus stent was implanted. On (B)(6) 2013, 2.5 years after the index procedure, the patient had a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or longer. The results of the cardiac enzymes and echocardiogram are unknown. On (B)(6) 2013, the patient died of cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunction or product deficiencies. The reported patient effects of ischemia, myocardial infarction, and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.